Event description:
Reportedly, the smartview connect lost communication and the screen indicates no network.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect was tested and the reported behavior was not reproduced, as no error message was displayed and normal communication with the back office was observed. - therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the error message was displayed. - based on available data, no malfunction is suspected on the smartview connect app. - this case is recorded for trending purposes.

Event description:
Reportedly, the smartview connect lost communication and the screen indicates no network.